Event description:
After implantation on (B)(6) 2022, initially good lead values. On (B)(6) 2022 a lead dislodgement was detected and this lead was removed. New lead implanted, measured values via psa (rs 0.6 v/0.4 msec; 5.8 mv; 580 ohm). After connection of the pacemaker, exit block and impedance greater than 2000ohm were seen so the pacemaker was changed out. Should additional information be received, this file will be updated.

Manufacturer narrative:
Prior to the analysis of the returned pacemaker, the quality documents accompanying the manufacturing process for this pacemaker and the associated lead were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The pacemaker was interrogated properly, and the pacemakers memory content was analyzed. Loss of capture detections were documented in the devices memory since (B)(6) 2022. A bipolar lead failure was detected as well most likely as a result of the lead pacemaker disconnection during lead revision. However, the bipolar lead failure detection led to a switch to unipolar lead configuration. In such case sufficient tissue contact is essential for effective stimulation. The battery was found to be fully charged. The header of the device was analyzed. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the is-1 standard specifications. Also, the spring element of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.